Event description:
Complainant alleged that the device displayed "pacer fault 116," "pacer disabled," and "defib disabled" messages. Complaianant did not indicate that there was any patient involvement in the reported malfunction.